Manufacturer narrative:
(B)(4).

Event description:
The pt stated his "battery is always hot" to the touch and "the lead is burning inside of me...sometimes." There was no swelling or redness at the neurostimulator site. A f/u report will be sent if additional info becomes available.